Manufacturer narrative:
Investigation results (updated since last submission as a physical sample arrived): the complaint of a leak was confirmed from the 24ga insyte autoguard unit that was provided for investigation from lot #3144501. A functional test revealed a leak from a small hole in the catheter tubing near the nose of the catheter adapter. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing. The following information was provided by the initial reporter: piv being placed; flash noted and catheter threaded, blood then noted around catheter site. Lab obtained, line flushed and blood/saline noted to be leaking around hub of piv at base of catheter. Piv pulled, saline flushed through removed catheter and leaking noted around base of catheter by hub.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.